Event description:
The customer stated that a decreased clinical chemistry calcium result of 4.90 mg/dl was generated. The sample was repeated on another c4000 analyzer and a result of 9.24 mg/dl was generated. The sample was then run on a c8000 analyzer and a result of 9.20 mg/dl was generated. There was no report of impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry calcium, list number 03l79-21, irving, tx to architect c8000system, list number 01g06-11, irving tx. MDR number 1628664-2014-00072 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.